Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that their safe lock apd luer lock connector disconnected from their baxter pd solution bag during treatment. The patient stated that it was connected before they fell asleep, and when they woke up it was no longer connected. No additional event details were provided. Multiple attempts to obtain additional information from the patient have been unsuccessful. Follow up with the patient¿s pd nurse revealed that the alleged disconnection had not been reported to them. The pd nurse confirmed speaking with the patient after the reported event date, and stated the patient was seemingly well. There were no reported signs or symptoms of peritonitis. The pd nurse confirmed that the patient connects the safe lock luer lock connector to a baxter pd solution bag, which is used for their last fill. The sample is not expected to be returned for evaluation and the lot number is not known.